Manufacturer narrative:
Patient information not available for reporting. Date of event is unknown, reported as only 2011. This report is for an unknown end cap/unknown lot. Part and lot numbers are unknown; UDI number is unknown. It is not known if the device was implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is attorney. Address, telephone, and country was not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported a synthes titanium elastic nail and end cap are involved in an unknown issue in (B)(6) dated 2011. No further information is available at this time. This report is for one (1) unknown titanium elastic nail. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
510k: this report is for an unknown titanium elastic nail /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further it was reported that a child underwent a surgery for the internal fixation of a fracture in the left forearm whilst using synthes titanium nails on (B)(6), 2010. Hospital¿s attorney is requesting information that when did synthes issue the first guide recommending using cups for the titanium elastic nail (ten) that were designed to prevent friction and harm by the head of the titanium nails.